Event description:
It was reported by the customer that a pyxis anesthesia es system patient information was disappearing from the machine. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was found that the patient information was disappearing from the machine. A technical support specialist resolved the issue and no further issues were reported. The system functioned as intended after the technical support specialist troubleshooted the device.